Manufacturer narrative:
No unexpected button error alarm was noted. The insulin pump had intermittent act button response due to corroded keypad traces. The insulin pump had a cracked display window, a cracked case at the display window corners, cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads, a broken belt clip slot and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer stated that she had the button error two days ago and today she is having issues with the keypad. Customer got the pump wet yesterday and had a high blood glucose level. Customer's blood glucose level was 179 mg/dl. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.